Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This is report received from an investigator in the united states, regarding a 38-year-old female (subject ID: (B)(4) who was enrolled in corza study cm-ts01: phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced ileus and non-serious event of seroma after being treated with surgicel original (oxidized regenerated cellulose) due to moderate bleeding at the abdominal wall during ventral hernia repair (ventral hernia repair- open). The subject¿s social condition included alcohol use (currently 1 cup per week). The subject¿s past medical history included appendicitis (during unknown date in 2020) and small bowel obstruction (unknown dates). The subject¿s current medical conditions included asthma (since 2010), ovarian cancer (since 2015), anxiety (since 2015), depression (since 2015), arthritis (since 2019), peripheral neuropathy (since 2019), ascites (since 2024) and hernia (since (B)(6) 2025). The subject¿s surgical history included total abdominal hysterectomy (in 2015), appendectomy (in 2020), and ultrasound guided paracentesis of abdomen (on (B)(6) 2025). The subject¿s current surgical procedure included open ventral hernia repair (on (B)(6) 2026). The subject¿s concomitant medication included lovenox (40 mg, once daily) via subcutaneous route for deep vein thrombosis (dvt) prophylaxis (from 07-apr-2026 to 08-apr-2026). On (B)(6) 2026, the subject signed the informed consent form and was randomized to surgicel original group with 1 surgicel original hemostat (2 in × 3 in) for moderate bleeding at the abdominal wall during ventral hernia repair. Hemostatic success was not achieved within 3 minutes/6 minutes after application with manual compression. Packing and cauterization were used to control bleeding. The product batch/lot number and expiry date were not provided. The subject was discharged on (B)(6) 2026. On the same day, abdominal examination was noted to be abnormal due to postoperative findings, with the presence of a surgical incision that was clean, dry, and intact, and a jackson pratt (jp) drain in place, representing an expected change from the patient¿s baseline following surgery. On (B)(6) 2026, the subject was admitted to the hospital with abdominal pian, nausea, vomiting, constipation and was diagnosed with ileus (moderate). The diagnosis of ileus was due to the index surgical case, which would be a common post-operative complication of ventral hernia repair. On (B)(6) 2026, the subject experienced seroma (mild). The subject¿s treatment included post-operative bowel rest, bowel regimen and antiemetics. Post bowel regimen, the subject had 3 bowel movements. The medications for ileus included dulcolax (sodium picosulfate), zofran (ondansetron), miralax (macrogol) and compazine (prochlorperazine). On (B)(6) 2026, the subject was discharged from the hospital. Relevant laboratory tests included computerized tomography (CT) of chest, abdomen, pelvis and abdominal xray to track progress. On (B)(6) 2026, CT abdomen, chest and pelvis showed large stool burden throughout the ascending and transverse colon, along with relative collapse of the descending and sigmoid colon without obstructing mass, favoring ileus. On (B)(6) 2026, abdominal xray was normal. Action taken with surgicel original in response to the event, ileus and seroma was considered as not applicable (single use). The outcome of the event, ileus was reported as recovered/resolved on 15-apr-2026. The outcome of the event, seroma was reported as recovering/resolving. The reporter assessed the event, ileus as serious (hospitalized), and as not related to surgicel original. The reporter assessed the event, seroma as non-serious and as not related to surgicel original. The company assessed the event, ileus as serious (hospitalized), and as not related to and unexpected for treatment with surgicel original. The company assessed the event, seroma as non-serious and not related to and unexpected for treatment with surgicel original. Follow-up information was received on 01-may-2026 which included the following: additional non-serious event of seroma was added. Concomitant medications, outcome of the event ileus with end date, discharge date, treatment medications, laboratory results and clinical course. This information has been incorporated into the narrative of the case. Follow-up information was received on 05-may-2026 which included the following: update to start date of the sae ileus (from (B)(6) 2026 to (B)(6) 2026), update to hospital admission date (from (B)(6) 2026 to (B)(6) 2026), treatment medications and laboratory test results. This information has been incorporated into the narrative of the case. Case comments: the company assessed the event, ileus as serious (hospitalized), and as not related to and unexpected for treatment with surgicel original (oxidized regenerated cellulose). Follow-up information was received on 01-may-2026, no changes to above assessment. The company assessed the event, ileus as serious (hospitalized), and as not related to and unexpected for treatment with surgicel original. The company assessed the event, seroma as non-serious and not related to and unexpected for treatment with surgicel original.